Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This was noticed during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured june 4, 2014 - june 5, 2014. Evaluation summary: the device was received for evaluation with approximately 40ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed from the distal luer, normal flow was observed from the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.